Event description:
The pigtail catheter moved back during left ventriculogram injection. The doctor held the connection area during the next injection and discovered the rotator was broken when he let go after injection. No report of harm or injury. Flow rate - 12 ml/sec, volume - 45 ml, pressure - 950 psi, rise time - 0.5 sec.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal exception documents. Complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.